Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the debris remaining in the light guide lens could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, debris was found inside the colonovideoscope's light guide lens. There was no patient involved.